Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's father stated that the cgm displayed low (less than 40 mg/dl) when the patient's actual bg was 700 mg/dl. The patient's father stated that the patient was hyperglycemic and nearly comatose, but that treatment was provided in the home rather than through any outside medical intervention. No information regarding the insulin doses or other treatments administered was provided, only that the patient was "back to normal condition." No information indicating diabetic ketoacidosis (dka) or any additional symptoms was reported. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. It was reported that the patient did not enter finger stick values promptly. Labeling indicates: enter the exact bg value displayed on your meter within five minutes of using your meter. Don't enter the g6 reading as a calibration. Follow g6 instructions. If you don't, you could have a severe low or high glucose event. No additional event or patient information is available.